Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 and alarm 30 issues were verified while based on the analysis, the alleged fill estimate issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that multiple cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.